Manufacturer narrative:
The investigation of low pump flow and stroke/cva has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Data logs confirmed the failure mode. Log analysis show several suction alarms throughout the case with placement signal trend and low flows. Also, impella position unknown alarms were seen. The root cause of low flow was most likely patient condition related. Mso statement: the decision was made to withdraw care, and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. D3 manufacturer us zip code missing from manufacturer device report 1220648-2024-12746.

Event description:
The user facility reported a 34-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in australia placed a cp to support a patient admitted to tertiary center. First hospital did not have impella to support the 34yo with heart disease and cad (coronary artery disease). The patient was supported by ECMO (extracorporeal membrane oxygenation) and iabp (intra-aortic balloon pump) when crashed and added the cp support. The cp caused lv (left ventricle) obliteration when the p level was at p2. The team reduced to p1 and remained on with ECMO and consulted the csc for assistance. (B)(6) 2024, "extent of cva suggests recovery unlikely. Plan was to wean off ECMO and onto impella and then off impella." Patient passed (B)(6) 2024, with unknown relation with impella.

Manufacturer narrative:
The device was not returned for evaluation. After completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿